Manufacturer narrative:
(B)(4).

Event description:
The device was found to be in backup vvi mode during a follow-up appointment. The device was determined to be at eol. Additionally, the patient experienced an atrial fibrillation. The device was explanted and replaced.

Manufacturer narrative:
Product evaluation: the complaint of bvvi was confirmed. The device was operating in backup vvi mode upon receipt due to low battery voltage. Attempts to reload the battery code were unsuccessful because the battery voltage was too low. Analysis performed after reloading the product code and installing a new battery did not find any anomalies. The original battery had depleted to eol level. The implant duration was 6.07 years, which exceeded the device's 4.92 year projected longevity, and is considered normal battery depletion.